Manufacturer narrative:
The reported events were high pacing impedance, unacceptable threshold, and ¿helix on the explanted lead had unraveled¿. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Event description:
It was reported that during implant device interrogation revealed high pacing impedance, high capture thresholds and a broken helix on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.